Event description:
It was reported that the patient had several brief moments of absent flow in the left ventricular assist device (lvad) with a mental status change on (B)(6) 2022 at 18:05. The patient was found to be both somnolent and confused. They had a subtle weakness in their left lower face and arm; a stroke code as initiated. The patient was able to mumble some sounds but could not speak clearly. They were able to follow simple commands. A non-contrast computerized tomography (CT) of the patient's head was normal and a CT angiogram of the head and neck revealed no large vessel occlusion. The patient slowly improved over the next several minutes without overt seizure-like activity.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Section a3: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological dysfunction could not be conclusively determined through this investigation. The reported low flow events could not be confirmed as no log files were submitted for review. Multiple attempts were made to obtain additional information from the customer regarding the log files; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 14mar2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2022 the patient was discharged home having returned to their regular neurological status.